Event description:
N/a.

Manufacturer narrative:
Additional information: UDI#: (B)(4). The device was not returned for evaluation therefore, the failure analysis and determination of root cause was not possible due to the lack of information. No device history record (DHR) review was possible as no lot or serial number was provided. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. (B)(4).

Event description:
Sus voluntary event report foi for manufacturers (mw5094435) was received on 21may2020 with the following information: on (B)(6) 2020, the tip of the rn0127 ruggles weary nerve hook broke off the instrument and into the patient's surgical wound during an anterior cervical fusion discectomy. The surgeon noted to staff in the room that he felt the instrument tip get suctions into the neptune. The neptune filter was taken apart and instrumental piece was not found. There was no known delay in surgery. An additional information has been requested.